Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 d9 g3 g6 h2 h3 h6 h10 corrected: h4 visual examination of the returned product identified the strike plate had fractured from the shaft of the handle at the weld location. There are impact marks on the shaft, underside, and outside facing part of the strike plate. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to previous event description provided.

Manufacturer narrative:
(B)(4). Foreign source: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while rasping, the proximal part of the handle broke. No pieces fell into the patient's body. There was no injury to the patient's body or health. There is no additional information available at the time of this report.